Manufacturer narrative:
Insulin pump received with a cracked case at display window corners, reservoir tube, battery tube threads, severe scratches on display window and no cracks at display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient has a cracked insulin pump. Their blood glucose level is at 89mg/dl. Trouble shooting determined the device was dropped. Patient advised to cease use of devise and switch to backup. Pump is being returned. No further information available.